Manufacturer narrative:
Per tandem's t:slim user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was around 240 mg/dl. Reportedly, the customer was able to reload an old cartridge on the pump and resumed pump therapy. During follow up with tandem technical support, the customer was able to load a new cartridge and continued using the pump for insulin therapy.